Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular lead had noise, oversensing, and short intervals which triggered an alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.